Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had inappropriate anti-tachycardia pacing (atp). It was also noted the atrial lead had far field r-wave (ffrw) oversensing. The atrial therapies were turned off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.